Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for tube-in-tube leakage with the incident lot was observed. Additionally, 10 retention samples from bd inventory were evaluated by water fill testing and the issue of tube-in-tube leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that blood leakage occurred between inner and outer tube, and tubes were expired with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter, translated from spanish to english: while filling the tube with the bd vacutainer® system, blood penetrated the space between the inner and outer tubes. The tube was used after the expiration date (05/31/20).

Manufacturer narrative:
Initial reporter fax #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that blood leakage occurred between inner and outer tube, and tubes were expired with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: while filling the tube with the bd vacutainer® system, blood penetrated the space between the inner and outer tubes. The tube was used after the expiration date (05/31/2020).